Event description:
A home patient's (hp) spouse contacted baxter's technical service center for assistance during the integrity testing of the homechoice system in anticipation of the hp's automated peritoneal dialysis therapy. Reportedly, during self test, solution was noted to be leaking from the setup. Upon closer examination it was discovered that the heater line of the homechoice set had become disconnected from the cassette of the homechoice set. Per the hp's spouse, nothing unusual was noted with the supplies during setup. Baxter's technical service center assisted the hp's spouse in ending the procedure early. The hp's spouse setup with new supplies to perform therapy. No patient injury or medical intervention was associated with this incident, per the home patient's spouse and primary care nurse.